Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer went to the emergency room (ER) with a blood glucose (bg) level displayed as ¿low¿ on their continuous glucose monitor. Reportedly, the customer fell, resulting in a head injury. The customer consumed carbohydrates and was treated intravenously with fluids of saline. The customer was discharged from the ER the same day with the issue resolved and no permanent damage.